Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 46 (mg/dl) in the middle of the night. Reportedly, the customer did not consume enough food to compensate for a meal bolus, in addition to consulting with healthcare provider (hcp) regarding adjusting the pump settings. Glucagon was administered by the paramedics to treat the bg level. Recommendation was made to consult with hcp regarding diabetes management.